Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. A field service engineer was dispatched on 3/13/2017. The fse replaced all three subrstrate valves, checked all connections to the injection pump and column. Fse then checked connections at both rotary and injection valves and lubricated the syringe drive screws. The fse found a clogged buffer no.1 filter causing the issue. The instrument was verified as operational. There was no further action required by fse. The most probable cause of the reported event was a clogged buffer #1 filter.

Event description:
On (B)(6) 2017 a customer reported low pressure alarms with their g8 analyzer. The customer verified that the primes and wash was full. They changed the filter and verified that there was no leaks. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting hba1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.